Event description:
It was reported that the device exhibited an alarm for ¿cassette not attached properly ¿ reattach cassette¿ when the cassette was attached properly. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and contaminated downstream occlusion (dso) sensor. Review of the event history logs confirmed a high alarm ¿cassette not attached properly¿ message. Functional testing was performed and the reported issue could not be replicated; however, the issue was confirmed in the event history logs. The root cause was determined to be a contaminated dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.